Event description:
Related MFR number: 3004936110-2021-00042. The unit sparked at the tail end of the cord when an attempt was made to power it on. The unit would not turn on. All cords were confirmed to be snug and straight with no observable fraying.

Manufacturer narrative:
One i3 unit power supply was received. Based on the visual inspection the cause of the reported incident is physical damage to the power supply. No incident of unit sparking was observed. The cause of the reported event was traced to the damaged power supply. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Review of the device history record was not possible as the lot number is unknown.